Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to confirm an exact root cause a device investigation at the explanted device is necessary. A re-implantation is considered but no date has been scheduled yet.

Event description:
The patient's parents reported a decline in the hearing performance after a head trauma. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's parents reported a decline in the hearing performance after a head trauma. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The recipient's parents reported a decline in hearing performance with the device after a head trauma. The patient was re-implanted on (B)(6) 2017.